Event description:
Olympus received a medwatch form, which stated during a laparoscopic bilateral salpingo-oophorectomy procedure the device did not grasp the tissue correctly and was causing tissue tearing. Olympus followed up with the user facility to obtain more detailed information regarding the reported event, but with no result.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. This report will be supplemented if the device is received and/or additional information is received later.